Event description:
Single-use vaginal speculum broke after insertion causing minor injury to vaginal wall. Some bleeding was noted which resolved itself spontaneously. The broken piece was removed from the vagina.